Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed volumetric accuracy test. No adverse effects were reported.

Manufacturer narrative:
One cadd solis hpca pump was returned for "failed accuracy testing". The stated problem was verified and the pump was repaired. The expulsor was trimmed to bring the device to nominal delivery specifications. The device was then calibrated and the software was installed.